Event description:
It was reported that an ilet insulin pump¿s screen was found shattered of unknown cause, after which the user transitioned to multiple daily injections and experienced difficulty maintaining blood glucose in range, with reported highs in the high 200s mg/dl for a few hours and device alerts for prolonged hyperglycemia. Symptoms included hyperglycemia without ketone testing and without acute complications. Outcomes included self-management with subcutaneous insulin via pen, no need for external assistance, and no medical intervention or hospitalization. Investigation included case assessment, troubleshooting and education, and shipment of a replacement device with return logistics and user guidance on shutdown and restart processes. Investigation of this case revealed physical damage to the display consistent with a cracked or broken screen; the pump otherwise reported no alarms or malfunctions, and the data do not indicate a device performance failure beyond the damaged screen. It was concluded, based on previously established findings for similar reports, that the cause was product damaged by the user or handling, with no confirmed device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.